Event description:
A number of patient samples gave slightly elevated tsh values, upon repeat, results were within normal range. Only the following examples were provided: initial result 5.64 uiu/ml, repeat 3.17 uiu/ml; initial result 5.64 uiu/ml, repeat 3.38 uiu/ml; initial 51.30 uiu/ml, repeat 1.72 uiu/ml. A new sample from the 3rd patient was tested at different facility, method not provided, and gave a low tsh value, actual data not provided. The initial results were reported, patients not adversely affected. The field service representative was unable to determine a cause for the discrepancies.